Event description:
This is filed to report leaflet damage. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3. An nt clip grasped and captured successfully, but had difficulty maintaining capture due to frail leaflets which then resulted in leaflet damage. It was decided to remove the clip and abort the procedure to prevent further damage to the valve. The procedure ended with mr grade 3. There was no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure is due to challenging patient anatomy. The reported tissue injury is due to challenging patient anatomy. Additionally, tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.